Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, service required codes were observed in the downloaded event log. The device's internal battery, sensor board, and active exhalation control module were replaced to address the issues.